Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that a lens implantation failure occurred during the intraocular lens (iol) implantation procedure. Surgery was completed on same day by replacing the product with another unspecified lens.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was returned for analysis and the reported complaint could not be observed. Iol (intraocular lens) was returned outside of the device. The device was received loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device adhered to the carton with tape. Solution is dried on the iol, the iol has fiber and particulate and residue from the tape. The product investigation could not identify the root cause for the reported complaint "lens implantation failure" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).